Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
It was reported that the patient's incision opened up two weeks after surgery. The patient later developed an infection requiring hospitalization and treatment with antibiotics. When the vns was turned on, the patient was reported to have experienced an increase in seizures. No other relevant information has been received to date.